Manufacturer narrative:
Multiple good faith attempts were made to confirm outside of use. Per case documentation this issue was outside of patient use and no reports of harm to patient or end user. The customer did not respond to multiple attempts to verify repair details and device operational status. No parts were confirmed to have been replaced and no further information is available to establish the root cause of the failure. If additional information is received, this complaint will be reopened.

Event description:
It was reported that 24v failure and a burnt smell is coming out of power supply. It is currently unknown if there was any patient involvement at the time the issue was discovered, however, there is no patient or user harm reported. If more information regarding the patient involvement is received at a later date, a follow up report will be submitted. The field service engineer (fse) evaluated the incident and confirmed that when measuring the voltage customer isn't getting 24v. Also a burnt smell is coming out of power supply. Customer provided part number of power supply and wanted to verify it was a valid part number and wanted to know pricing. Transferred customer to parts to verify list price. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.